Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 139 mg/dl on the subject meter compared to 88 mg/dl on another meter (onetouch ultralink). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.